Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: during investigation, the pump cover was removed to visually inspect force sensor and there were no defects or intermittent connections found. The black box showed no evidence of load step malfunction . The force sensor test was completed with no defects found . Pump is recognizing the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.